Event description:
It was reported that the battery voltage shown in the clinic was 2.51 volts. It was also reported that the device was prematurely at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage shown in the clinic was 2.51 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Analysis indicates low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.51 v while the daily battery voltage trend measurement was 2.86 v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.51 v while the daily battery voltage trend measurement was 2.86 v. The device is part of the advisory for this model.